Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported by the patient that they are experiencing jaw and neck pain associated with vns stimulation. The patient is noted to be referred for replacement however the patient declined and requested device explant with no replacement instead. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Md reports that any surgical intervention occurring is not due pain & will be performed for patient comfort & battery replacement needed. The patient is wanting the device out due to device site pain. The patient declined the surgery at this time, however surgery is still expected to occur. No known relevant surgical intervention has occurred to date.